Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The system had been implanted greater than four years. No new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to provide additional information concerning the reason for explant. It was reported that the patient had inappropriate therapy. The system was explanted and not replaced. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information concerning the reason for explant. It was reported that the patient had inappropriate therapy. The system was explanted and not replaced. There were no additional adverse patient effects. It was reported that this subcutaneous implantable cardioverter defibrillator system was explanted due to a product performance issue. The system had been implanted greater than four years. No new system was implanted. No additional adverse patient effects were reported.